Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device failed to discharge on the first two attempts made via paddles. The third attempt successfully delivered therapy. Complainant indicated that the clinician obtained a set of internal handles to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.